Manufacturer narrative:
(B)(4): applicable imaging films were returned to the manufacturer for evaluation. Two lateral views of the construct l4-l5-s1were provided. Interbody implant was noted at l5, no interbody device at l4. Pedicle screws are in good position at l4 and l5 but clearly broken within the pedicle at s1. The cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at levels l4-s1. "A few weeks post-op the patient reached for his remote while watching tv and heard/felt a pop." Upon examination, the screw had broken in the s1 pedicle. The surgeon performed an l4-s1 anterior lumbar interbody fusion as a first revision, followed by another surgery where the broken screw was removed bilaterally and replaced with a non-cannulated one at s1, leaving the hardware in at l4 and l5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.